Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 (B)(4). The patient clarified that he felt that the lead was poorly implanted by the physician. The patient indicated that all the wires were on the right side, the lead pulled out and the lead had to be replaced. Refer to manufacturer report #3004209178-2015-17675.